Event description:
The manufacturer received information that a trilogy evo, o2 ventilator failed pressure testing. There was no patient involvement, and no harm or injury reported. It was reported that when completing pressure testing of the device, the displayed values did not meet the allowable range as compared to the set values; the setting value: ipap 30hpa/ the displayed value: ipap 26.2hpa. During an operational check, it was confirmed that screen display of the pressure was about 29.8cmh20. Upon measuring pressure with a measuring instrument, it became about 33.1cmh20. It was found that the pressure was slightly outside the accuracy range. As part of the verification, the system pca was replaced, and the screen showed 29.8 cmh2o while the measuring device showed 30.2 cmh2o, which was within the normal range. It was therefore determined the issue was a malfunction of the system pca which has a pressure sensor. The device passed final testing and was confirmed to operate properly.

Manufacturer narrative:
The reported failure of a trilogy evo, o2 ventilator during pressure testing is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.